Event description:
It was reported via repair work order that the bed had no power due to the non-stryker power cord being disconnected from the power inlet. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.